Event description:
This event was reported as valve explanted at implant due to tee showing perivalvular leak over area of annulus and central jet. "Strut capture" was noted over posterior strut (?suture loop?). No further information was provided.